Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experiencing pocket stimulation presented in clinic for routine follow-up. Device interrogation revealed that a polarity switch occurred in the ventricular lead on (B)(6) 2015. The lead exhibited low impedance. The lead was programmed back to bipolar configuration and all electrical measurements were normal. The patient was in stable condition and would continue to be monitored.